Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male patient was implanted with an impella cp for mechanical circulatory support. After being placed on impella cp support, there was very low pulsatility on placement signal with flows 4lpm. One drug eluting stent (des) was placed to the left main (lm) coronary artery, resulting in recovery of pulsatility. There was no patient harm reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.